Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed and the probable root cause cannot be determined. It was found that the downstream occlusion(dso) seal was missing. The dso seal was replaced.

Event description:
The device was returned for cassette not attached error. During physical inspection, it was found that there was a missing downstream occlusion (dso) seal.